Manufacturer narrative:
A good faith effort (gfe) attempt was made to obtain if the device produced sound and if the device was in use at the time of the event. But no more information could be obtained. A remote service engineer (rse) spoke to the customer and determined that the speaker required replacement. Based on the information available, the cause of the reported problem was the speaker. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: (B)(6).

Event description:
The customer requested a replacement speaker indicating it no longer works. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.